Event description:
Additional information was received from a patient through a letter from the health care professional (hcp) office reporting that nothing had been done about the issue as the scheduled appointments had not been able to occur. The issues had not resolved and so the patient did not turn it on. The patient reported that the vibration made the patient have to sleep standing up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the problem was that if they charge their battery and turn it off the patient's legs vibrate at a frequency that is a "pure form of torture." The only way to stop the vibration until the battery dies is to stand next to the bed, bend over at the waist and sleep standing with their head on the pillow and stamp their legs until they fall asleep. The patient did not charge their battery anymore. It was reported that they were getting help from it when it worked before it started vibrating, but it has been this way for almost a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient did not change any settings. The patient mentioned they forgot how to change their settings. The patient stated they had fallen multiple times down a 12-step flight of stairs due to the patient sleepwalking. The falls happened within the past 6 months ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-sep-20. The patient was calling regarding an issue with their stimulator. They clarified this by stating that the system does not turn off for them at night. They turn off the system at night but then they feel a hard buzzing in their legs that hurts. They cannot sleep because of this issue. They try to keep the implantable neurostimulator (ins) depleted to avoid this issue, noting that they have to wait for the machine to die before the issue resolves. At one point they did not charge the ins for three months. The patient noted that this issue began in (B)(6) 2017 which conflicts previously reported information. The patient was redirected to follow up with their healthcare professional (hcp) but they do not currently have a hcp for their ins so they were sent an hcp listings. No further complications were reported/are anticipated.